Event description:
Customer reported that a patient sample was positive in gel for anti-c and -fya, but the anti-fya was not identified by the echo. Capture- r ready ID and capture- r ready screen 3 were used on the instrument.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention capture-r ready-screen (3), lot r022, and capture-r ready-ID, lot id100. Confirmed the presence of the c antigen on cell 1 (rzr1) retention capture-r ready-ID, lot id100. Testing was performed on an in-house echo with customer's sample using retention capture-r ready-screen (3), lot r022, capture-r ready-ID, lot id100, and capture-r indicator red cells, lot 221171. The sample exhibited reactivity with all c+ cells except cell 1, rzr1 donor a2974, from retention crrid, lot id100. Hemagglutination tube testing performed with customer's sample using c-, fy(a+b-); c-,fy(a+b+) and c-, fy(a-b-) cells from retention panocell-10, lot 09553 with immuadd as potentiator. Sample exhibited very weak (+w) reactivity at iat with fy(a+b-) cell and was nonreactive in all other testing. The package insert for capture-r ready-screen/ID states "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed."